Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. There were two products, both absorbable hemostat that seem to have been mislabeled and wanted to bring up to the manufacturer's attention to see if it's a new or older issue. The product is labeled for 2 in x 14 in, however, the product seems to be 2 in x 4 inch. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). H6 component code: g07002 - no device problem found. H6. Investigation findings: c22 photo evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows an package was observed, product code 1951, lot number tdb5441, no labeling issues were found on the product. In addition, the qr barcode was readable with the scanner with a result of (B)(4), the last eight digits match the batch number. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. This report is not intended to deny that you had a problem with the device. There may be other circumstances or issues that occurred while using the device that we were unable to duplicate during our lab analysis. Additional monitoring of complaint information for potential safety signals is conducted through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.